Manufacturer narrative:
Product ID 3889-28, lot# va093z4, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was indicated that patient loss therapeutic effect, less than 50% therapy relief which was located on the lead. It was noted that a replacement was done. It was indicated that impedance testing and reprogramming was performed. It was reported 2 days later that the date of the impedance testing and reprogramming was unknown. It was also unknown if the patient had 50% or greater symptom reduction. There was no event cause noted. It was indicated that the patient was fine but unknown if they were receiving effective therapy. Additional information received indicated that patient was seen a day prior to this call; she had a new lead implanted. The patient reported a 90% improvement. It was indicated that patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.